Event description:
The reporter contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were difficult to press for two months. It was reported the button symbols were worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth and mild detergent. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the down button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the buttons responded appropriately and spring back or click normally. There was evidence of contamination found under the contrast contact.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.